Event description:
It was reported through a social media post that the patients spinal cord stimulator (scs) leads had migrated and the patient never had anything close to the trial level of pain relief. The patient will undergo a revision procedure. No further information could be obtained.